Event description:
Temporary external pacemaker generator failed during emergency pacer insertion. Batteries were changed and device self check completed prior to case by circulating registered nurse. Device failed during initial activation with error code "0004" device was reset with repeat error code and not pacing.